Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response button issues) was confirmed. Upon investigation the rear response button was functional but required high finger pressure to activate. Reporting event out of abundance of caution. The root cause for the intermittently non-functional button could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor had non-functional response buttons.